Event description:
Additional information received reported that the onset of infection was (B)(6)-2012. The primary location of the infection was the lead track and signs and symptoms included seizure and confusion. Klebsiella was cultured. Perioperative antibiotics had been administered, and the patient was treated with IV antibiotics and the device was explanted. It was noted that the infection resolved. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was implanted in the right side of the patient's brain. The implant site became infected and the patient had to take antibiotics for some time. In addition, the lead was removed. Approximately two months later the patient was re-implanted with a new lead, and when no complications were seen, the patient was implanted with the rest of the system.